Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported several readings of 'lo' (reading less than 40 mg/dl) were obtained on the sensor scan compared to unknown readings on a one touch meter. Customer further reported that in response to low readings, he ingested sweets and developed an open wound on his foot. The customer had contact with a hcp, who applied an unknown infection cream to the wound and recommended use of an unknown non-prescription infection ointment. There was no report of death or serious injury associated with this event.

Event description:
A low readings issue was reported with the adc freestyle libre sensor. Customer reported several readings of 'lo' (reading less than 40 mg/dl) were obtained on the sensor scan compared to unknown readings on a one touch meter. Customer further reported that in response to low readings, he ingested sweets and developed an open wound on his foot. The customer had contact with a hcp, who applied an unknown infection cream to the wound and recommended use of an unknown non-prescription infection ointment. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to libre readers. Therefore no further investigation into the reader will be required. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.